Event description:
Customer reported that he was in a car accident because he got a seizure due to low blood glucose. Customer stated that he was hospitalized, but does not remember how low his blood glucose was since it happen the middle of last year. Customer stated that his insulin pump was exposed to an MRI. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit had scratched display window.